Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Braided end broken or short - tampon [device physical property issue] case narrative: consumer reported via e-mail that the braided end of the tampon is broken and short, making removal difficult. No injury reported.